Event description:
The customer reported alarm - error codes / messages, 242.4030. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced motor control board to address customers stated problem. Lvp keypad recall completed. Replaced corroded iui's. A review of the device history record showed the device had a manufacture date of 12apr2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the motor control board. The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor stall failure) was present in the logs. A review of the complaint history record in trackwise and sap was performed for sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # ca-2018-0161 for iui. CAPA # ca-2015-0209 for keypad.

Manufacturer narrative:
Additional information: a1. The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported alarm - error codes / messages, 242.4030. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported alarm - error codes / messages, 242.4030. There was no patient involvement.